Event description:
Customer called and reported they smelled smoke and burning smell coming from the control.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cracked switch case, pad bunched, bent/broken lead, thermostat discoloration. This tells up that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have made a design change in early 2014 to move a more robust, round svt cord to make it more difficult to misuse the product, to the point where the cord falls. Since the change we have not seen any cord break failures like this one.